Event description:
It was reported that the lead had a high threshold and the lead was dislodged. The left ventricle (lv) lead was successfully re-implanted. The device is still implant. No patient complications have been reported as a result of this event

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.